Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that in recovery, following the trial lead placement, the intensity was increased to approximately 5.3 on the right side and the system would not allow an increase of intensity any further. It was stated that the patient could not feel any stimulation despite having a strong bellow and toe response during the placement. The test trial continued with the left side and the cause of the right lead not working was not determined. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) it was reported the patient did not have much pain, but it was a long day. The patient noted they had some aching that took place. The patient noted they were resting on (B)(6). The patient stated she had a muscle on her left side that required stretching. The patient stated she was feeling stimulation on the lead was placed. The patient stated they felt stimulation in the tailbone to the left of where the wire was placed. The patient lower stimulation to 0.0 and slowly increased stimulation to 1.9 and felt stimulation in the buttocks area. It was noted the stimulation issue was resolved. The patient stated when she made certain movement the stimulation felt like it was pinching. The patient lower stimulation from 2.0 to 1.9 and it was comfortable. The patient noted they were not aware that the right lead did not work as the manufacture representative (rep) had in the notes. Additional information from the patient on (B)(6) reported she was not doing as good as he could be, the patient mentioned pain from stimulation. The patient kept increasing hoping to get the best results, but the stimulation was causing pain, the patient was advised to turn down stimulation. Additional information from the patient on (B)(6) reported they had painful and intermittent stimulation with the trial. The patient stated they had the leads removed and the permanent lead placed on (B)(6). There were no further complications that have been reported as a result of this event.